Event description:
It was reported that " an incident occurred on (B)(6) 2026 with a sac-00818 arterial catheter set used with a merit 682000 pressure transducer. A 62-year-old patient hospitalized in intensive care had an arterial catheter inserted into his right radial artery with a pressure line on (B)(6) 2026 upon admission, and on (B)(6) 2026 the catheter became non-functional (unable to take samples and no longer providing blood pressure readings). Total duration of placement: 1 day. So, the catheter was replaced on (B)(6) 2026 with a left radial arterial catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "still hospitalized in intensive care".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed inside the extension line and catheter body. A long continuous bend was observed on the catheter body, but no kinks are visible. No other defects or anomalies were observed on the returned sample. The catheter length measured 84mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The inner diameter at the distal tip of the catheter measured 0.69mm, which is within the specification limits per the statement in the catheter product drawing, which reads "the tip of the catheter must allow the insertion of a pin with a diameter of 0.69mm at least to a depth of 2mm. Reverse deformation of the tip during testing is acceptable". The catheter body outer diameter measured 1.27mm, which is within the specification limits of 1.24mm-1.30mm per the catheter extrusion product drawing. A lab inventory guidewire (0.62mm diameter) was inserted into the catheter tip. Major resistance was encountered due to a build-up of dried biological material, which prevented the guide wire from passing. The biological material was removed and the guidewire passed without resistance. Performed per IFU statement, "thread tip of catheter over guidewire." After functional testing, undue force was inadvertently applied to the catheter body, which resulted in a section of catheter body becoming stretched and separated. A lab inventory syringe filled with water was attached to the catheter. The catheter could not flush due to the biological material. After clearing the biological material, the catheter flushed as intended. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations. Indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration." The report of no/incorrect pressure reading for an arterial catheter was confirmed through investigation of the returned sample. The returned catheter met all relevant dimensional requirements. Visual and functional testing revealed a build-up of biological material inside the catheter body. The IFU provided with this product warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration." Based on the returned sample, the build-up of biological material likely contributed to this event; however, the root cause cannot be determined as the clinical factors during the event are unknown. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " an incident occurred on (B)(6) 2026 with a sac-00818 arterial catheter set used with a merit 682000 pressure transducer. A 62-year-old patient hospitalized in intensive care had an arterial catheter inserted into his right radial artery with a pressure line on (B)(6) 2026 upon admission, and on (B)(6) 2026 the catheter became non-functional (unable to take samples and no longer providing blood pressure readings). Total duration of placement: 1 day. So, the catheter was replaced on (B)(6) 2026 with a left radial arterial catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "still hospitalized in intensive care".